Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker had an error message and failure to interrogate the device via radiofrequency (rf). The programming changes was performed. The patient was in stable condition.